Event description:
On (B)(6) 2010, the pt was implanted with an scs system. The pt lost stimulation in (B)(6) 2010. On (B)(6) 2010, the lead was repositioned but the pt still could not feel any stimulation. The pt went into surgery again on (B)(6) 10. During this procedure, the extension site was opened and the lead was tested using a trial cable. The pt felt stimulation. The ipg pocket was then opened and the extension was tested and the pt felt no stimulation. The extension was removed and replaced and the pt has regained proper stimulation.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.